Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The previous service history has been reviewed and is related to the current reported problem. Actions done to correct the reported problem are to replaced oscillator block and anti-panting device as preventive measures.

Event description:
It was reported that during testing, the unit was not cycling and was missing breaths. The unit was dropped which resulted in missing knobs and cracked case.